Manufacturer narrative:
(B)(4) - there are two possible devices involved in the event as follows: prolift pelvic floor repair, product code - pfra02, batch 3365853 or 3369932, exp date unknown, mfg date unknown. Tension free vaginal tape, product code - tvts1, batch 3322095, exp 05/31/2011, mfg date 06/15/2009.

Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2009 and pelvic floor repair mesh and a sling were used. The patient experienced complications including erosion, formation of scar tissue, dyspareunia, additional surgeries and neurologic compromise to her structures and tissues. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. There are two possible devices involved in the event as follows: prolift pelvic floor repair, product code - unknown. Tension free vaginal tape, product code - tvts1.

Manufacturer narrative:
(B)(4). The patient underwent surgical procedures to have the mesh removed on (B)(6) 2010 and (B)(6) 2011. (B)(6) medical center. There are two possible devices involved in the event as follows: prolift pelvic floor repair, product code - pfra02, batch bg8ktx20, exp date unk, mfg date unk; tension free vaginal tape, product code - tvts1, batch 3322095, exp 05/31/2011, mfg date 06/15/2009. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.